Event description:
It was reported that an asymptomatic patient presented on remote follow up, post-paced t-wave oversensing was observed. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.